Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor. System operates as intended.

Event description:
Customer reported the right monitor is out and the left monitor is flashing. No patient injury was reported.